Manufacturer narrative:
D9 - date returned to mfg on 7/28/2023. The complaint of an occlusion can be confirmed on the returned one used. List #ir-ed31512b, 15 cm (6") appx 0.36 ml, smallbore bifuse ext set w/2 surplug¿ micro clear, 2 clamps, rotating luer; lot #13506093. As received no visual damages could be observed. The customer cut off each microclave placing them in a bag. One was labeled not good and the other as okay. An attempt was made to prime each microclave. The labeled not good microclave had obstructed flow. The labeled not good microclave was disassembled to evaluate the occlusion. The internal spike was bent with the windows collapsed leading the obstructed flow observed. The probable cause of the damage internal spike is typical of access with an incompatible mating device during use. The direction for use (dfu) states microclave connectors are compatible with iso male luers having an internal diameter between 0.062¿ and 0.110¿. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.

Event description:
The event involved a 15 cm (6") appx 0.36 ml, smallbore bifuse ext set w/2 surplug¿ micro clear, 2 clamps, rotating luer where an occlusion during infusion was reported. At 09:00pm, the injection (5fu) was started after connected to a balloonjector and to a pi catheter+sa-1w+ir-ed31512b+sa-1w. Saline was started to be injected through the other cl connector. At 7:45am of the next day, when the user checked the balloon injector, he/she noticed only 2/3 of the solution has been injected. The user has checked liquid flow in the PICC, and the cl connector/sa-1w for saline side, no anomalies were found. However, high resistance was sensed in the cl connected of balloonjector side. Therefore, at 8:15am, ir-ed31512b and sa-1w were replaced with new ones. One of the connectors and male connector have respectively sa-1w attached. Our syringe was connected to a connector which has sa-1w attached and attempted to flow solution. However, solution was not able to flow. (We tried liquid flow after removing the sa-1w, however it was still unable to flow liquid.) CT inspection was performed on the connector part in which occlusion was confirmed. CT inspection shows conduit bent. Sample picture of the involved product is provided showing CT inspection in which occlusion was confirmed and CT inspection shows conduit bent. There was patient involvement but no patient harm.

Manufacturer narrative:
The device is available for investigation, it has not been received.